Event description:
Customer reportedly received results of 227 mg/dl and hi within 4 minutes on the same device. Customer also reportedly obtained results of 179 mg/dl and hi within 3 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.